Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited a gradually increased pacing impedance measurements, ultimately measuring greater than 2,000 ohms. All other lead measurements were within acceptable limits. The local area sales representative reported that the patient would continue to be monitored. No adverse patient effects were reported as a result of this clinical observation.